Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closed. A field service engineer (fse) found that the auxiliary health pipe legacy 2.2 was sticking when accessed and when removed the drawer 2.2 noticed missing two bumpers. A fse reinstalled missed bumpers to resolve the issue. The service engineer also tested all drawers and slides, opened top cover and checked connections in electronics drawer. The fse removed dust under top cover and verified the device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.